Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the chair, head section, thigh section and foot section functions are not locked out. Engage the chair function, and make sure the three sections move to the correct position and the bed goes into the applicable chair position for that model bed. Press the bed flat control, and make sure the sleep deck returns to the flat position. Troubleshoot in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left head side rail pc board and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would self-run into chair mode when the bed is plugged in. The bed was located in the ccu at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).